Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on 07/18/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. It was reported that inaccuracies were over 100 mg/dl. At the time of contact, no injury or medical intervention was reported.